Event description:
It was reported by a competitor that the right ventricular (rv) lead exhibited chronically elevated thresholds and high, varying impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.